Event description:
Medtronic rec'd info that this 12mm pulmonary valved conduit was explanted after almost five months due to dilation and regurgitation as well as distal conduit stenosis. A 13mm aortic homograft was implanted. The valve was not returned.

Manufacturer narrative:
(B)(4): eval method: device history reviewed. Results: device history review found the product met specifications when released for distribution. Conclusion: cause of event cannot be determined. Analysis: no product was returned. Conclusion: the device history record was reviewed and showed that this valve met all mfg specification for product release for distribution. No issues were identified that would have impacted this event. W/o the return of the product, no definitive conclusion can be made regarding the clinical observation.